Event description:
During radio frequency ablation procedure .5 mm tip of needle from the electrode broke off in pt's back at posterior - inferior t ii aspect of right rib. Physician stated it was not retrievable.